Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, d.7, h.6. Device evaluation: visual analysis of the photographs identified a device with an extended hole, it cannot be determined if the device is complete. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reports "complaints against pains, swelling in a breast area, a left mammary burning and deformation; a gel leakage from a breast nipple. MRI: mr-signs of implant integrity loss (rupture) with signs of a silicone migration into it's ducts." The status of the device is unknown.